Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported right side device rupture with "signs of it leaked into armpit glands" . The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side device rupture. With "signs of it leaked into armpit glands". The device remains implanted.

Event description:
Patient reported right side device rupture with "signs of it leaked into armpit glands" diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 7/16/2024.

Event description:
Patient reported right side device rupture with "signs of it leaked into armpit glands" diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.